Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.

Event description:
The meter was set to the incorrect unit of measurement. The reporter alleged that the pt was dizzy and was taken to the hosp and was treated with an IV. No info on what the reading was on the pt's meter, on the hosp device or what was in the IV. The meter was previously set to the correct unit of measurement. The pt does not recall recently changing the unit of measurement. No further info was provided. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings.